Event description:
A distributor reported the following event: "heplock cap broke causing line to leak. Pt. Has PICC line in situ to right arm and receiving magnesium infusion. Noted during infusion that the line was leaking. Infusion was stopped and noted small crack to heplock cap, and attempted to remove cap and replace. However, after the cap was removed, it was noted by staff that the internal peg from the cap was broken off and now situated inside the PICC line. Attempted to removed this piece but unsuccessful as the plastic was breaking off into small shards. Doctor was called and he too was unable to remove the broken piece. The cap had been changed the day before the incident." Additional information received from customer indicates that the physician was able to repair the PICC line. Customer stated that they were able to get a replacement cap for the red port and a surgeon took off the red hub and replaced it with a new one. The line remained patent and the original PICC line was still in situ. No further patient or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted should the affected product be received for evaluation.